Event description:
Pt was implanted with cslp small stature plate construct for a fusion at c3, c5 with possible c4 corpectomy approx. 5 yrs ago. Pt was returned to the operating room on (B)(6) 2012 for an acdf at c4-5 and c6-7. The latest MRI from 1 yr ago showed adjacent level disease. At the time of surgery, surgeon chose to approach the fusion, posteriorly. When the surgeon took a positioning x-ray prior to cutting the skin, he noticed that one of the c3 screws had backed out from the plate. The posterior fusion was performed. The pt was turned over and the loose screw was retrieved, anteriorly. Approx. 1 hr was added to case to remove the screw at c3. Final total fusion was performed levels at c2-t1. It is reported that the pt was not experiencing any reaction to the loose screw preoperatively. This is 2 of 5 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.